Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a myocardial perforation. A pericardial window was made in the operating room for fluid drainage. Right ventricular sensing and lead impedance were decreased, and no capture was observed. The lead was revised and remains in use. No further patient complications were reported as a result of this event.